Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the implants charged slowly. The patient had a fall back in june and another a few days ago. They also had some pelvic floor injections (not alleged related to device/therapy), but they were not done near their pelvic health devices. Their leads were close to the surface because they did not have a lot of padding there.